Event description:
It was reported that the pulse generator's radio frequency telemetry could not communicate with two different transmitters. The patient was brought into the clinic. A firmware download was successfully performed and radio frequency telemetry was restored. The patient is stable.